Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge was in use for 5 days. To resolve the issue, the customer performed a complete supply change (cartridge, infusion set tubing and site), and resumed insulin delivery. There was no reported impact to the customer's blood glucose level.